Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately stored a signal artifact monitor (sam) episode and disabled the minute ventilation (mv) sensor the day after the implant procedure due to electromagnetic interference (emi) oversensing. On the sam episode it was noted the right ventricular (rv) lead shock impedances were low out of range due to the emi. Technical services (ts) discussed reprogramming options. No adverse patient effects were reported. This system remains in service.